Manufacturer narrative:
Complaint no: (B)(4). On (B)(6) 2015 the patient was hospitalized due epigastric pain, and a hiatus hernia was diagnosed (specific date of diagnosis was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hiatal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported that the patient was hospitalized for an unrelated indication and was diagnosed with a hernia event. Treatment for the event was not reported. Eight days after hospitalization, the patient was discharged from the hospital and had recovered. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.